Event description:
Coiling treatment of a ruptured a-comm aneurysm. It was reported as the coil was being deployed, the catheter got kicked out of the aneurysm. The physician decided to pull out the coil to reposition the catheter with the guidewire. While pulling it back, the coil detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. Evaluation of the pusher assembly revealed excessive force was used and deformed the pusher; when this occurred, it likely led to the coil becoming detached.